Event description:
The pt stated that about 2 weeks ago her infusion device stopped beeping. She stated neither the beeps or alarms were working. The pt stated she switched to her backup insulin infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.